Event description:
It was reported that during a colectomy procedure, the device would not open after completing the firing sequence. The fourth stroke of sequence did not reverse the knife blade. The manual release button was pressed but the jaws of device still failed to open. The surgeon cut the device off the tissue and a tlc75 was used to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Additional information: when the device was removed from the patient, he was able to open the jaws by moving both handles an pressing release button. The patient is doing fine. Additional information was requested: the following was received: the procedure was a lap assisted right colectomy. The surgeon used the proper four sequences to fire the echelon flex 60. However, when he pushed the gray release button the jaws would not open. The rep had him stop, and they examined the instrument. The arrow indicated that the knife had returned and the counter showed 0. The rep had the surgeon pull and release the black lever again (plastic to plastic) but the gray button would still not open the jaws. Then the rep had him push the red (knife) return switch down, pull the black handle again, and again the gray button would not release the jaws. The surgeon cut the specimen free (with the flex attached) and proceeded with the case with no patient consequences. Upon examination of the stapler, they discovered that the only way the jaws would open was if the operator tightly compressed gray and white handles while simultaneously pushing the gray release button. The surgeon was inserviced and the rep was present . This was the surgeons first use of the device. This incident did not alter the procedure or the outcome of the surgery and the patient is expected to do fine.